Manufacturer narrative:
The patient's other admissions for driveline infection are reported under the following manufacturer report numbers: (B)(6) 2017 MFR # 2916596-2021-00777. (B)(6) 2017 MFR # 2916596-2021-00778. (B)(6) 2018 MFR # 2916596-2021-00630. Manufacturer investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2017 for an infection of their driveline exit site. The patient experienced fever and chills and was treated with incision and drainage, intravenous antibiotics, and phage therapy. The device operated as expected.